Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient alleged experiencing left hip trochanteric muscle pain, lower back pain and decreased function approximately one year post-implantation. Patient has undergone physical therapy. No revision is planned. Attempts have been made, but no additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) k023357. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01998, 0001825034-2017-01999, 0001825034-2017-02002 and 0001825034-2017-02003.

Event description:
It was reported that the patient alleged experiencing left hip trochanteric muscle pain, lower back pain and decreased function approximately one year post-implantation. No revision has been reported to date. Attempts have been made, but no additional information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, this event was determined to not be reportable as it was not device or procedure related. The initial report should be voided.